Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: there were no pump reboot events observed in the pump's black box. The battery compartment was found to be cracked. Moisture corrosion was found inside the battery compartment. The cap was unable to maintain an electrical connection due to stripped threads. A test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No pump reboot events were duplicated during the duration test. The pump failed a leak test due to the battery compartment crack. No further moisture damage was observed on the internal components of the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.